Event description:
Information received by medtronic stated that the insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Insulin pump was returned for alleged cosmetic damage located at the battery tube. Insulin pump passed the displacement test and p-cap locks properly into reservoir, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, battery tube threads cracked, cracked retainer, and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube/threads were noted. Additionally, retainer ring damage noted. Insulin pump tested ok. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.